Event description:
It was reported that while the device was in service at the manufacturer, the blade mount was found to be chipped. There was no patient involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was repaired and returned to the customer.